Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report. Conclusion and measures / preventive measures: the current failure rate is within the risk analysis and therefore acceptable. Based on the investigations and results of the 8d report no CAPA is necessary.

Event description:
It was reported that there was an issue with nt411r - cup insertion instr.w/thread m8x1 cvd. According to the complaint description, the shaft of the product was damaged while driving the cup during a total hip arthroplasty surgery. After the surgery, when the customer took an x-ray image, something like a piece of metal appeared on the bottom of the acetabular. Therefore, when the surgery was hurriedly redone, the customer discovered that the screw of the product had been broken and fell to the bottom of the acetabular. After the surgery, the customer took an x-ray, which showed a fracture at the tip of the greater trochanter. A revision surgery was necessary. Additional information was not provided nor available. The adverse event / malfunction is filed under aag reference (B)(4).